Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port catheter implantation, the guide catheter allegedly detached inside the right subclavian vein. It was further alleged that after several attempts, the detached piece was removed and another device was opened and successfully implanted. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during port catheter implantation, the guide catheter allegedly detached inside the right subclavian vein. It was further alleged that after several attempts, the detached piece was removed and another device was opened and successfully implanted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one MRI low-profile port with 7f groshong kit was returned for evaluation. All original components were present except the guidewire straightener, 18g introducer needle, winged infusion, and dilator and peel-apart sheath. The guidewire was noted to be bent throughout with the distal portion of the outer coil unraveled and elongated. A portion of the inner core wire was noted as protruding from the outer wire. Based on the findings, the investigation is confirmed for the reported frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion technique and retraction against the introducer needle bevel.

Event description:
It was reported that during port catheter implant, the guide catheter allegedly detached inside the right subclavian vein. It was further alleged that after several attempts, the detached piece was removed and another device was opened and successfully implanted. There was no reported patient injury.